Manufacturer narrative:
(B)(6): conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2011. A reservoir was connected to a drain and functioned properly upon first activation. The suction of the reservoir became weaker and weaker during the same day. There was no adverse consequence to the pt.